Event description:
Boston scientific received information that an alert was triggered due to low as well as high out of range pacing impedances on this right ventricular lead. At this time the device and lead remain implanted. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon additional information this investigation will be updated.